Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately post implant of a right atrial (ra) lead the atrial and ventricular signals were noted to be on top of each other indicating a lead dislodgement. The patient was re-opened and the lead was revised and remains in use. No patient complications have been reported as a result of this event.